Event description:
It was reported that shaft break occurred. A 4.00 x 48mm synergy xd drug eluting stent was advanced for treatment. However, it was noted that the shaft was broke while being inserted. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: synergy xd mr us 4.00 x 48 mm stent delivery system (sds); was returned for analysis, the following attributes were examined: stent: examination of the crimped stent via scope found evidence of damage with stent struts from the mid to distal stent regions misaligned. The undamaged crimped stent od was measured within max crimped stent profile measurement specification. Balloon: the balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. Hypotube: a visual and tactile examination of the hypotube found multiple hypotube kinks along the length of the hypotube shaft. Tip profile: examination of the tip via scope found no damage to the tip. Shaft polymer extrusion: the shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and a tactile examination. A break was noted at the guidewire exchange port as well as multiple kinks along the length of the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. A 4.00 x 48mm synergy xd drug eluting stent was used for treatment. However, it was noted that the shaft broke while being inserted. The procedure was completed with a different device. There were no patient complications reported.